Event description:
Allegedly titanium neck broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01733, 01734.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. Photographic images were made of the product.(B)(4).